Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018] pseudomonas aeruginosa (50 cful) and candida parapsilosis (1 cfu). [Second time; (B)(6) 2018] gram-positive bacteria (60 cfu / channel). The device had been reprocessed with an olympus automated endoscope reprocessor model minietd2 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information about the complaint. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the distal end and the instrument channel of the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed that the adhesive of bending section was peeling off. Also, it was confirmed that this device was manufactured on july 5th, 2016. The exact cause of the reported event could not be conclusively determined.